Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 24 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the distal end of the stent was damaged. The undamaged crimped stent outer diameter was measured and was maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 24 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.